Event description:
Additional information was provided by the rep on 2024-oct-16 including patient and physician info. The rep reported the pt didn't have proper coverage, which was why lead migration was suspected. The rep stated the leads were revised on (B)(6) 2024, which resolved the issue with the pt not getting proper coverage. The rep confirmed the leads were discarded by the clinician's office. No further information was provided.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain and failed back surgery syndrome leg/back. The reason for call was patient mentioned that their stimulation has not been giving them adequate therapy relief for quite some time now. Patient stated they believe this issue started over a year ago. Patient mentioned they believe a lead has moved. The stimulation is going into their arm instead of their neck. Patient mentioned they have to find a new healthcare provider. Patient mentioned they are waiting on approval to have current leads taken out and to get new leads. Agent emailed physician listings to patient.

Manufacturer narrative:
Other medical products in use during the event include: brand name: vectris surescan; product ID: 977a275 (serial: (B)(6); product type: 0200-lead; implant date: (B)(6) 2022. Brand name: vectris surescan; product ID: 977a275 (serial: (B)(6); product type: 0200-lead; implant date: (B)(6) 2022-. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Pt reports two weeks ago she had surgery two weeks ago because wires broken.